Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead was returned and analyzed. Additional finding of blood in/on helix mechanism.

Event description:
It was reported that during the implant procedure, the helix of the right ventricular lead would extend outside of the patient but the helix markers would not extend once inside the patient. The lead was removed and replaced. No patient complications have been reported as a result of this event.